Manufacturer narrative:
The field service technician replaced the cord and returned the unit to service.

Event description:
It was reported that when the field service technician was unpackaging the rover the power cord disassembled from the unit. The event occurred upon receipt at the user facility. The event did not occur during a procedure. There was no pt or user injury was reported, and no other adverse consequences were alleged with this event.